Manufacturer narrative:
H6. Investigation summary: catalog number: 367983. Batch number: 2159263 . Bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to gel smearing or poor barrier separation were observed: 30 retain samples were randomly selected and subjected to a visual inspection for gel smearing. 0 of 30 customer samples had gel smearing present in the tubes. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes, poor barrier and gel smearing, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for gel smearing and poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to gel smearing and poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Customer recommendation: sst¿ tubes should be filled to stated draw volume and mixed by at least 5 complete and gentle inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended minimum (30 minute) clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting time) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature, and g-force dependent. Avoid sharp and excessive centrifuge ramp up and braking during centrifugation post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube. To assure high quality specimens, several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ratio, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. When using a winged blood collection set for venipuncture, a discard tube must be used to fill the blood collection set tubing¿s ¿dead space¿ with blood. The discard does not need to be filled completely. The discard tube should be a non-additive or coagulation tube. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. In addition, drugs/medications can change the density of a blood specimen, further contributing to this reported condition. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. A review of specimen handling parameters should be reviewed for this tube type. Attached is our sst¿ tech talk for educational purposes.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced air bubbles in gel, poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that tubes that gel is separating properly.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced air bubbles in gel, poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that tubes that gel is separating properly.

Manufacturer narrative:
Initial reporter email: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.